Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and found the touchpad defective. The touchpad was recalibrated and the issue could not be reproduced. No part replacement was required. The system was inspected, tested, and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date could not be performed because the system logs are not available at this time. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a cholecystectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer disabled one of the dual surgeon side consoles (ssc) after the start of the procedure due to not being able to unlock the touchpad on one of the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site could not unlock the touchpad and therefore, the other surgeon side cart (ssc) in the dual setup took control. The customer contacted intuitive surgical, inc. (Isi) technical support and informed the isi technical support engineer (tse) the other ssc worked normally and they do not want to power cycle at the time. The tse was unable to get the live logs to load. The procedure was completed with no patient harm. Isi followed up with the clinical territory associate (cta) and obtained the following additional information: the site is an academic hospital. One resident was sitting in the 1st ssc and one on the 2nd dual ssc. The surgeons did not use the ssc with the touchpad issue and shared the other ssc instead. There was no patient harm during this case.